Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and lightheadedness. The patient presented in clinic for follow up via patient notifier. Upon interrogation, the pulse generator exhibited backup vvi operation. A device download was performed successfully and resumed normal functions. The patient was doing well and would continue to be followed with routine follow up.